Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgery was completed by moving the patient into another device. The philips remote service engineer (rse) analysed the system remotely and confirmed the system was unable to boot up. The philips field service engineer (fse) went onsite and identified the f12 fuse in m cabinet was burnt during power on. Upon further troubleshooting, the fse confirmed a short circuit in the oil cooling unit. To resolve this issue, fse replaced the cooling unit and returned to philips for further analysis. The analysis confirmed the malfunction of cooling unit and identified the cooling unit failed with a short circuit on the pcba. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.